Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2015-03207.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2015-03207.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2015-03207.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2015-03207.

Manufacturer narrative:
Evaluation: results: the reported shocking and ineffective stimulation was confirmed. The ipg was returned with evidence of fluid intrusion inside the header assembly. The septum was intact which indicated that fluid migrated via the port. It is likely the lead became flexed or pulled from the header when the patient was involved in a motor vehicle accident and/or fall, allowing fluid to migate inside the header assembly. Fluid inside the header could have resulted in a change in the system impedance, degradation of the stimulation output and a change in the patient¿s therapy. As received, the ipg was responsive and communicated with lab utilities. After the header was cleaned, it passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.